Event description:
It was reported that the patient experiencing syncopal episodes presented in clinic. Upon device interrogation, stored episodes of oversensing of noise resulting in pacing inhibition were noted on both the right ventricular and right atrial leads. Insulation abrasion due to clavicle crush was suspected. The leads were programmed off and a new system was implanted on the right side due to patient anatomy on (B)(6) 2017. Patient did great during the procedure.